Event description:
The reporter states, that she obtained blood glucose results of 85mg/dl and 210mg/dl within 10 mins on the accu-chek aviva system. No action was taken based on the readings. No adverse event reporter. The suspect product was not returned to the MFR for evaluation.